Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had not been working. The patient had reported intermittent beeping, although the pump screen had displayed "run" and the reservoir volume. It had been noted that the reservoir volume had not decreased from 16.2 ml and had remained at that amount for over an hour. Additionally, the patient had reported not hearing the usual sound of the pump. The patient had called in at approximately 6:55 am due to a "no disposable" alarm. At that time, the reservoir volume had been 16.7 ml. The alarm had been silenced, settings had been reviewed, and the infusion had been restarted. Although the pump had displayed "run" and the patient had remained on the call, the pump had still not delivered medication nor decreased the reservoir volume. The patient had been instructed to contact the clinic immediately for further guidance. Pump status: reservoir volume: 16.2 ml, rate: 2.1 ml/hr, volume given: 80.8 ml. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3/h6: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.